Manufacturer narrative:
Batch review performed on 23 september 2024. Lot 2242202: (B)(4) items manufactured and released on 14-dec-2022. Expiration date: 2027-nov-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability and the cause is unknown. About 1 year and 4 months after the primary surgery, the surgeon revised the liner (from 10mm to 12mm) and resurfaced the natural patella. The surgery was completed successfully.